Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
An (B)(6) male patient was undergoing an unknown procedure when the distal tip of the wire came off inside the patient's left groin. The broken fragment was retrieved with no harm to the patient. The patient is reported to be "doing well. No incident to the patient." A section of the device did not remain inside the patient's body.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, and instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The device history record was reviewed and no non-conformances were noted. The device is shipped with the IFU, which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. Under precautions it states, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." The complaint device was returned for investigation. Visual examination of the complaint photos shows that the sheath and dilator was returned in a damaged condition. The dilator has bio matter/blood matter on the hub and within the body. The sheath's hub is separated from the body. Also, the sheath is stretched and twisted and bent. The ends of the sheath are damaged as well. Based on the damage to the sheath it is feasible to suggest the wire guide tip separated due to excessive force applied. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.